Manufacturer narrative:
(B)(4). Concomitant products: unknown taper adapter. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03771.

Event description:
It was reported that a patient underwent a revision procedure approximately seven years post initial implantation due to pain. It was noted that there was cloudy fluid surrounding the joint with moderate pseudocyst formation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item # 103202; lot # 826360 taperloc por femoral 7.5x135. Item # 139256; lot # 404870 m2a-magnum 42-50 taper insert std. Item # 157446; lot # 235820 m2a-magnum mod hd size 46 mm. Item # us157852 ; lot # 230680 m2a-magnum pf cup 52odx46id. Reported event was confirmed by review of op notes. Review of the revision op notes reveal the morse taper showed some corrosive changes below the head stem junction. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.